Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she has had trouble seeing to drive at night. The consumer aso reported that she has not received her corrective spectacle lenses following her implant procedure. The reporter did not provide any contact information; therefore, follow up was not able to be conducted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; lens remains implanted. Results from the product history review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. A service visit has been performed and a sample has been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).